Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was in the device. Per the reported information, a medtronic spider wire was used which is an incompatible guidewire. The catheter shaft was checked for damage. There was no noticeable damage. The guidewire was not in the device when returned. A .014 test jetwire was inserted into the guidewire lumen and the wire transcended through the device with no restrictions or hesitations. By using a non-compatible guidewire, this could cause the device to give the indication of a resistance or a sticky feel which could give the impression of difficulty advancing during the procedure. The guidewire sticking complaint was confirmed due to a non-compatible guidewire being used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the use of any non-compatible guidewire may compromise performance or damage the jetstream system and the medtronic spider wire is not on the list of compatible guidewires. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. The catheter was loaded on a non-bsc filter wire with rotaglide. There was some resistance and the catheter did not track well over the wire. At times in the beginning of the case, there was some resistance. However, the procedure was completed with this device. During removal after the atherectomy portion of the case, the catheter became stuck on the wire. Everything was removed. There were no patient complications and the patient was fine.